Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the patient mentioned that they saw 90/100 application crashing, 1 app 'draining battery', and another app says application was crashing. The agent warm transferred to the healthcare information technology (hcit). The patient has been having issues with their personal therapy manager (ptm) for 'months'. The ptm kept saying application was not working - cancel or wait. The patient chose to wait and had to tap wait 3 times. The patient also mentioned seeing system error 156 and a red box with app restarting. The patient mentioned that this happens in the middle of a bolus as well. The patient then mentioned a 90 percent lag issues and it takes 4-5 minutes. The only screen that is 'lit up' is the screen that says bolus delivered successfully. The patient stated that they bolus 4 times per day. The agent assisted the patient with clearing data on the handset. The patient stated that since they 'got this machine' it takes this long. The patient will monitor lag issue and call back if further assistance is needed. Additional information was provided from a consumer stated that the patient called back stated that they already received the replacement device. The agent walked the patient through in allowing permission on the handset and pairing it with the pump. The patient was able to connect to ¿myptm¿ and was able to see their lockout screen.